Event description:
Per the clinic, the patient experienced skin flap breakdown at the magnet site. Subsequently, the patient underwent a skin graft procedure (B)(6), 2008. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.